Manufacturer narrative:
It was initially reported that there was a quantity of one cartridge, however a total of nine cartridges with lot number 16031027 were received for investigation. We performed an evaluation including functional testing on the returned nine cartridges. One of the nine enflow cartridges received for investigation was confirmed for a leak as a result of a bond failure between the adhesive and aluminum interfaces. A scar is open to further investigate the reported issue. If additional information becomes available a follow-up will be provided at that time.

Manufacturer narrative:
Follow up submission, investigation results: nine enflow cartridges were received for evaluation. Five out of the nine were opened and four out of the nine were sealed and in the distribution box. The 5 opened cartridges were lettered for identification purposes from "a" to "e." All 5 opened cartridges were leak tested. Cartridge "e" leaked initially but when the luer connection was resealed it passed the leak test easily. Cartridges b through e passed all leak testing. Cartridge a failed with a severe leak but the extension passed. Cartridge a was placed in a beaker of water and pressurized with air to 20psi. Bubbles were observed coming from the aluminum/glue interface on one side of the cartridge. This is the only leak found in the lot received. All of the other opened samples except cartridge a, leaked less than 0.1psi in 9 seconds. This is within the accepted specifications. The remaining sealed samples were evaluated and pressure tested ad all passed. In the one opened sample "a" the failure found is consistent with poor bonding of the glue to the aluminum surface. The supplier has been notified of this issue and further root cause will be determined by the supplier. Once additional information is received from the supplier a follow will be filed.

Manufacturer narrative:
Initial emdr submission- sample has been received and is in the process of being evaluated. Sample that was received is a representative sample from the same lot number as the one from the actual reported issue. The actual device that failed was discarded by the end user. Once the investigation is complete a follow up submission will be filed. (B)(4).

Event description:
The cartridge leaks between the cartridge connection luer and the extension luer. The extension they use is the extension from carefusion that is in the 980202eu package. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
This supplemental is being filed as a correction to the initial MDR submission for (B)(4). The device was not evaluated the customer stated the defective product had been disposed of.